Event description:
It was reported by the independent repair center that the unit has low o2 or yellow light, and the key cause is the zip ties caused leaks. No patient injury reported, no additional information provided.